Manufacturer narrative:
It was reported that amulet occluder embolized into the left atrium several hours post implant procedure. The embolized device did not cause any obstruction of blood flow. Information from field indicated that sizing was determined via fluoroscopy and transesophageal echocardiography (tee), and that close criteria was satisfied during procedure and a tug test was performed prior to release of the device. Based on the cine review performed at abbott, a correct size device was used for implant. Fluoro showed embolized occluder and subsequent removal with snare. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported device embolization could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a decision was made to explant the device via transcatheter snare. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant. Sizing was confirmed via fluoroscopy and transesophageal echocardiography (tee). During procedure, close criteria was satisfied and a tug test was performed prior to release of the device. At time of implant, the device was tire-shaped. There was no residual leak and no difficulties with implanting the device reported. It was then reported several hours post-procedure, the 28mm amplatzer amulet had embolized into the left atrium. The embolized device did not cause any obstruction of blood flow. On (B)(6) 2025, a decision was made to explant the device via transcatheter snare. Patient remained asymptomatic and patient status was reported stable. The patient was discharged the next day.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant. It was then reported several hours post-procedure, the 28mm amplatzer amulet had embolized into the left atrium. On (B)(6) 2025, a decision was made to explant the device via transcatheter snare. Patient remained asymptomatic and patient status was reported stable. The patient was discharged the next day.